Manufacturer narrative:
The sections have been updated accordingly. The powerflex pro 5mm x 6cm 135cm balloon catheter (bc) got stuck in the sheath upon removal. The physician used a non-cordis 5f sheath. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the device. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. Additional procedural details were requested but are unknown. The product was returned for analysis. One non-sterile of powerflex pro 5mm x 6cm 135cm bc was returned. Per visual analysis the balloon was received deflated, with part of the balloon still inside of an unknown device. The balloon showed blood residuals. No other anomalies were observed. Per dimensional analysis of od proximal seal it was found within specification. A product history record (phr) review of lot 17659902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system - withdrawal difficulty - through guide/sheath¿ was confirmed through analysis of the returned device. However the device was found within specification during dimensional analysis. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by the condition of the unit received, with part of the balloon still inside of an unknown device noted during analysis. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported the powerflexpro 5mm 6cm 135 balloon got stuck in the sheath upon removal. Physician used a glidesheath slender 5f. No patient injury was reported and the product will be returned for analysis. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the device. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
The sections have been updated accordingly: additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17659902 presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the power flex pro 5mm 6cm 135 balloon got stuck in sheath upon removal. Physician used a glide sheath slender 5f. There was no patient injury reported and the product will be returned for analysis. Additional information was requested.